Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history setting issue. It was reported that the pump was not calculating boluses correctly. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the allegation of the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 07/28/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/05/2016 with the following findings: product evaluation was conducted and the alleged complaint could not be verified or duplicated. The review of the pump history from the date of the alleged issue occurrence showed that the pump calculated and delivered the correct insulin bolus amount. During the actual testing, the pump¿s bolus calculation feature was found to be functioning properly. The pump history indicated the following settings: actual blood glucose value =138, bgt (blood glucose target) =110, isf (insulin sensitivity factor) =180, carb = 20, I:c (insulin/carb ratio) =13. An ezcarb bolus was manually calculated using the same pump settings from the date of the alleged issue occurrence and compared to the pump bolus calculation; manual calculation suggested the same amount of insulin bolus = 1.7 units. Unrelated to the original complaint, the battery compartment was cracked.